Manufacturer narrative:
Correction adverse event or product problem: product problem checked this was missed at the initial submission. Ethnicity: the patients weight is not provided when asked. Returned part inspection results customer returned the part but the part was lost during the transit to glidewell. Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review no stock from lot# 6040746 was available for investigation. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The reported device could not be located as it was lost during transit. The envelope was delivered with a hole on it. Investigation will be conducted base on the available information. Once the investigation is complete, a supplemental report will be submitted. Patient's weight was not available.

Event description:
It was reported that a hahn tapered implant (7.0 x 10 mm) was extracted due to pain and infection. The implant was removed approximately a month after it was implanted at tooth # 18. The pain disappeared after the implant was extracted. The implant was reported failing to osseointegrate. The infection was observed at the implant site. There was no bone loss. Granulated tissue was noted around the implant. The implant was not placed in a grafted site. Patient's current status was reported as satisfactory after the extraction. There was no abnormality with the implant. There was no reported pre-existing condition.